Event description:
It was reported that the patient experienced a loss of therapeutic effect. When the stimulation was turned on, it caused the patient sciatic pain that was alleviated when the stimulation was turned off. The patient experienced this about 3 weeks previous. The patient lifted something heavy and the change may be related to this event. Prior to lifting the heavy object the patient noticed that she had to increase the stimulation in order to feel it. The patient was not able to touch the back of her leg near the buttock/top of the leg because it was so sore when the stimulation was on. The stimulation was no longer working for the patient on the right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4). Product type: programmer, patient: product ID: 37092, lot#: 272230001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).